Manufacturer narrative:
The device was not returned; therefore, failure analysis cannot be performed. The description of the event includes the physician's assessment that the occlusion may be due to a variety of reasons. Non conforming material report (ncmr) history from the last 6 months was reviewed and no ncmrs have been initiated that are related to this failure mode. The axera access system instructions for use (IFU), was reviewed and vessel dissection is listed as a possible adverse event. Based on available info, there is no indication that the IFU was not followed. The IFU provides the appropriate instructions; therefore, no update is required. The probable root cause, based on available info, is unk.

Event description:
The physician performed a diagnostic catheterization procedure on a pt with peripheral vascular disease, during which it was determined that an intervention was necessary. Everything went well with the arstaotomy and nothing unusual was reported during the diagnostic phase of the procedure. While the staff were waiting for the intra-vascular ultrasound to get set up for the intervention, it was decided to take a groin shot with fluoroscopy, which revealed that the common femoral artery was occluded with either thrombus or a dissection at the point of sheath introduction, resulting in no flow below the occlusion. The occlusion was opened with a balloon catheter placed contralaterally and the pt received a thrombolytic drip overnight. The next day a covered stent was placed in the common femoral artery. Results of the diagnostic procedure revealed the coronary lesion was questionable and asymptomatic and therefore it was decided to leave it untreated. The pt was released 2 days after the initial diagnostic procedure. The physician noted the outcome could be due to a variety of reasons. The pt recovered without further clinical sequelae.